Manufacturer narrative:
Follow-up # 1 date of submission 04/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2014 with the following results: a review of the black box showed multiple replace battery alarms after rewind attempts on 01/13/2014. The battery compartment was returned cracked with damaged threads and the battery cap was returned undamaged. The battery cap was able to only partially tighten onto the pump; however no power loss occurred. A replace battery alarm was emitted while attempting to perform the load step. The current draws were found to be out of specifications. The pump cover was opened and evidence of moisture damage was found on the internal battery and electrical components. Unrelated to the complaint, evaluation revealed a tear in the audio bolus button cover. The button responded normally during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump¿s battery life had shortened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).